Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. The clip failed to establish final arm angle (efaa) several times. The cds was removed. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for the clip opening while establishing final arm angle/efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.